Manufacturer narrative:
(B)(4).

Event description:
The passeo-35 ruptured at 8 atm and got stuck inside the introducer sheath during withdrawal.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The device was returned inside the introducer sheath. After removal from the introducer sheath, the balloon was found folded. Microscopic analysis of the balloon surface showed a small longitudinal balloon burst and scratches nearby the fracture site. Review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. Due to the scratches in close vicinity of the fracture site it is assumed that the rupture of the balloon was most likely induced by the patients anatomy.